Event description:
A leak from the silicone tubing of the transfer set was found during use. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Received one used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to leak. Functionally hand tightened a (B)(4) lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from cut/hole 1 3/8" from sleeve in closed position in silicone tubing. No other visual defects were noted. The complaint was confirmed in the lab for leak. The lot number is unknown; therefore, a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The cause of the cut tubing was not determined during sample evaluation.